Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer¿s blood glucose level to exceed normal range, as it did not reach 500 mg/dl. The customer was assisted by tandem technical support in attempting to reset the pump, but as the malfunction persisted, a replacement pump with updated software was sent to the customer. The customer, who will use mdi as backup therapy, was given instructions for returning the faulty pump and advised on using the new pump, which they understood and acknowledged.